Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The insulin pump has cosmetic damage. Customer removed the reservoir and part of the insulin pump broke. The blood glucose reading is 307 mg/dl. Customer treated with insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.